Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) - and ketones were at 1.9 mmol/l (34.2 mg/dl) - while wearing the pod between 5 and 24 hours. The patient began "to feel ill" so they went to the hospital. Upon arrival, the doctor removed the pod from the infusion site (arm) and noted that the cannula was "misplaced" under the skin, and it was not delivering the insulin. As treatment, the patient was given novo rapid insulin and drank water. The patient was discharged after 10 hours. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.